Event description:
It was reported that the scope showed poor image resulting in conversion to open procedure. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: "a laparoscopic procedure had to be stopped because the screen of the novadq tower became illegible. The screen got a coarse-grained output." Probable root cause: given that the reported image quality issues could not be reproduced, it is believed the root cause is likely due to another component of or use of the entire system. The three following possibilities are believed to have potentially caused the reported ¿coarse, grained output¿. 1. A long press of the 1 button on the camera will turn off both vis and nir light, resulting in no image or a very dark image, as illumination has been removed. Should the user not realize this, they may think the scope has malfunctioned. 2. As seen in a previous photo, spy mode can look very coarse and grainy when there is excessive noise ¿ if another light source was used endoscopically, this could cause enough interference for the spy image to appear coarse and grainy 3. In a similar vein, not understanding icg injection best practices could lead to an instance in which insufficient fluorescence was misinterpreted as an image quality issue the device was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the scope showed poor image resulting in conversion to open procedure. The procedure was completed successfully.